Event description:
It was reported that high lead impedance was observed since may. The patient received inappropriate shocks due to noise on the rv channel. The lead was replaced.

Manufacturer narrative:
Na